Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 8 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Remains implanted.

Event description:
Patient has been indicated for a right knee revision 1 month post-implantation due to disassociation of the polyethylene tibial bearing. No revision procedure has been reported to date.